Event description:
On the evening of (B)(6) 2025, I opened a sealed trojan magnum condom that had been purchased from the walmart in (B)(6). The condom's wrapper was completely sealed and appeared undamaged. However, when I unrolled it, I discovered what appeared to be a small insect or bug embedded within the latex material near the base of the condom. I immediately removed it before use, and upon closer inspection confirmed that the foreign object was inside the latex, not on the surface. This indicates that the contamination likely occurred during the manufacturing process. The product information is as follows: brand: trojan magnum, lot number: kt4199447, expiration date: 2029-06-01, purchase location: walmart, (B)(6). No physical injury occurred, but the incident was extremely distressing and raises concerns about product safety and manufacturing quality control. The condom, its wrapper, and packaging have been preserved for documentation and potential investigation.